Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the false upstream occlusion alarm, which was experienced during the evaluation, while running a loaded set. The false messages were found to be caused by low ultrasonic readings, with a fluid filled set. Low ultrasonic radins make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump,the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.